Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. The lead subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# 4524-53 a proximal portion was received measuring 12 cm. A medial portion was received measuring 12 cm. A distal portion was received measuring 12 cm. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant medical products: product ID sedr01, implanted: (B)(6) 2012; product ID 5024m-58, implanted: (B)(6) 1994. (B)(4).